Manufacturer narrative:
B5: upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis, manifested by cloudy fluid. The breach in aseptic technique was further described as after the disconnection between the titanium adapter and the transfer set occurred, the patient reconnected again, without proper handwash. At the time of this report, antibiotic therapy was ongoing, and the patient was recovered from the peritonitis event. The transfer set was changed 21 days after event onset. It was not reported if the patient was retrained on the proper aseptic technique. H6: medical device problem code a2303 was added. H6: conclusion code d1102 was added. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a disconnection between a titanium adapter and a transfer set which resulted in peritonitis. The cause of the disconnection was not reported. It was reported the patient was not hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) injection of vancomycin (1gm, ongoing, frequency not reported), ip injection of gentamicin (80mg, ongoing, frequency not reported) and ip injection of amikacin (125mg, ongoing, once a day) for the peritonitis. It was reported the titanium adapter and transfer set were not changed and remain in use. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.